Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp exhibited low current of injury and varying low voltage impedance. The lp was not used and a transvenous system was implanted. The patient was in stable condition.